Event description:
Pt called alleging high readings on their lfs meter. Pt had obtained blood glucose of a 483 mg/dl and 189mg/dl performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl. Pt took insulin after attempting to use the meter. They did not experience any symptoms at the time of testing. Pt mentioned they had compared their meter to another meter, which is an invalid comparison. Their meter read 180mg/dl and the non-lfs meter read 124mg/dl. Pt was using a test strip vial that was cracked or broken. The test strips have not been opened longer than the expiration date and were in good condition. Control solution was not expired; however, control solution failed twice with the rep over the phone. Based on the info provided, this case is being reported as a malfunction.